Event description:
One pt with discrepant sodium and potassium results. Initial sodium 112 mmol/l, repeat 140 mmol/l and 134 mmol/l. Initial potassium 3.3 mmol/l, repeat 4.0 mmol/l. Erroneous results were not reported. Field service representative determined there were problems with the reagent lines and electrodes. He replaced the lines, electrodes and the vacuum nozzle. Performance tests were performed.